Event description:
The customer reported via phone call that the insulin pump alarmed button error. She was inputting her carbohydrates when the numbers started to scrolled up. The customer had a broken belt clip. Her blood glucose level was 190 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No display anomaly was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.